Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the volume accuracy test. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4).the homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the volume accuracy test failure. The external/internal inspection was performed and the device passed, along with all of the electrical testing. Pal performed a more detailed inspection of the door assembly. Accuracy confirmation testing was performed with original piston foam and failed and when the original piston foam was removed, the inspection revealed that the piston foam was deteriorated and the door piston was cracked at the rib of the left disposable. The results of the evaluation revealed the cause of the failure to be the deteriorated piston foam and cracked door piston. The piston foam and the door piston were to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.